Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the paroxysmal atrial fibrillation farawave cathter was selected for use. It was reported that that the catheter dropped water from the handle when it was attached to the flushing line. The procedure was changed using different farawave catheter with no patient complications. The product is expected to return for analysis.